Event description:
It was reported that the patient was admitted to hospital due to bradycardia, dizziness, and lightheadedness, and was taken to cardiac cath lab the next day. The right atrial (ra) lead exhibited non capture, high impedance, and no atrial sensing. A fracture was confirmed and there was insulation damage. It was noted under fluro that the tip of the lead was separating from the screw and the screw appeared elongated. During testing, noise was seen. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).